Manufacturer narrative:
Pump powered up properly after battery installation. No blank display noted. Pump passed the self test, and displacement test. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to printed circuit board during visual inspection. Pump tested ok. Pump received with missing retainer, missing reservoir tube o-ring, cracked select button keypad overlay, stained keypad overlay, texture damage keypad overlay, faded end cap address label, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had changed the insulin pump's battery several times. After several attempts, the display did not turn on. The customer's blood glucose level was unknown. The device will not be returned for analysis.